Event description:
It has been reported to co that during the procedure the sheath was reportedly too narrow. It was necessary to remove and replace this device in order to complete the procedure. There is no report of pt injury and the device is being returned for co's analysis.